Manufacturer narrative:
Updated fiedls- b4, d8, d9, g1(contact persom- mfg site), g3, g6, h1, h2, h3, h6 codes(investigation types, conclusion, findings), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and checked the fault phenomenon on site, connect the balloon for testing, and report the error message "system failure". Perform pneumatic test, the positive pressure is very low, it is judged that the maintenance kit is damaged, and other tests cannot be completed smoothly. The equipment has been stopped. The customer needs to negotiate the specific repair matters, and no repair is temporarily. If we receive any information regarding repair will reopen and update the investigation.

Manufacturer narrative:
Due to character limit e1 full event site name: (B)(6) hospital. Full event site address: (B)(6). Full phone no: (B)(6). Supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use on the patient, the cs100 intra aortic balloon pump (iabp) reported an error "check iab catheter". There was no patienr harm reported